Event description:
The customer reported that while the iabp was in use of a pt, he couldn't slave the anesthesia ECG reading to the iabp. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Investigation determined that the customer had incorrectly wired the external interface cable so that it did not properly respond to the triggers generated by their external monitor. Cable wiring is discussed in the operating instructions, section 2.1.3 system operation, ECG acquisition. The customer has been advised of the incorrect wiring. (B)(4).